Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2018 due to lead fracture. No additional information was reported.

Event description:
New information received on 01/15/2019 indicating that the patient had previously presented for in clinic follow up. It was noted that the lead was fractured. The lead was electrically stable and the patient did not experience any symptoms due to lead fracture. The patient was stable post procedure.